Event description:
The device cracked and leaked.

Manufacturer narrative:
The customer returned sterile samples to co for evaluation examination of samples from the returned product showed no visual or functional defects. No cracks or leaks were found. Co was unable to confirm this issue or determine the cause. Based on this info. Co believes that no additional action is necessary at this time. Co considers this MDR closed with this report.